Manufacturer narrative:
Medtronic investigation of returned suspect detector panel finds that testing was unable to confirm the reported problem. The detector panel was installed in the test imaging system and worked as expected. Returned detector panel is fully function, no problem found. The system has been removed from the service and returned. The site was provided with a replacement system.

Manufacturer narrative:
Update 12/21/2015: a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Update 12/24/2015: a medtronic representative, following-up at the site, tested rad output and found no issues. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, they performed a 3d spin and the images looked grainy and with scatter. They moved forward to navigate with these images. The surgeon completed the procedure with the use of the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
As previously reported, the imaging system was removed from service and returned for analysis. Medtronic investigation of returned suspect system was unable to replicate the reported issue. A visual inspection of all x-ray components and wiring was completed with no observations found. Dose measurements were performed along with accuracy of radiation output; all dose measurements were within the normal operation of the system. The x-ray generator was stress tested with exposures of 150 kvp for 100 ms to verify high-voltage barriers are intact; no failures occurred during the stress test. Automated testing was completed with thermal cycling (10°c to 30°c) simulating 100 patient procedures, which includes three 3d and nine 2d image acquisitions per patient exam. During the automated testing an image quality phantom was positioned within the gantry and the associated images were evaluated for any significant degradation in quality. There were no image quality related issues identified during testing. To summarize, per the above testing the system is performing to specification with regards to radiation output and image quality.

Manufacturer narrative:
A medtronic representative went to the site to test the image quality. After testing it was determined that the detector panel needed to be replaced. The part has been received and is currently under analysis. The mechanical, imaging and safety inspection passed the system checkout after the part was replaced. The system was found to be fully functional. The software investigation found that the reported event was related to a software feature request. The poor image quality reported by the site could not be re-produced after multiple attempts. The technique used at the site may have been one of the potential causes of the poor image quality. After adjusting technique, image qualities were better. Furthermore, reviewing the images revealed large amounts of metal in the areas where the problems occurred. These problem areas were also in line with the shoulders of the patient, causing that area to be more difficult to image in general. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4).